Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced arrhythmia and had to have a cardioversion performed; the device was disabled. After re-enabling therapy, the physician decided to leave the autostim off and reprogram the normal stimulation. No other relevant information has been received to date.

Event description:
Response was received from the physician that the atrial fibrillation was due to external factors (not related to vns). In addition it was noted that the patient has a prior history of atrial fibrillation.